Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter unavailable from the site at the time of filing. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a damaged double spinous process clamp. There was no patient present.